Event description:
The customer reported that they performed testing on the ortho provue analyzer using discolored (brown colored) reagents after observing the issue. Testing was discontinued when hemolysis was noted in the reagent vials. The customer indicated that a set of vials was opened on june 13th and the hemolysis/brown coloring was noted on june 15th. The customer indicated that they did not have any issues with qc, and is confident that no erroneous results were reported. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis.

Manufacturer narrative:
No definitive root cause was determined regarding how the reagent cells became hemolyzed. The customer did not observe any issues with the probe or volume. Service was not needed since the customer indicated that the analyzer was functioning as expected after the incident. Instrument malfunction was not identified. User error could not be ruled out. This customer has not logged any complaints against this analyzer since the incident. (B) (4).